Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information was included with this report. The insulin pump was received with normal operating currents and passed all functional testing including the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected low battery alert or battery out limit alarms occurred during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 458 mg/dl. The customer was treated for high blood glucose with a syringe. The customer reported via phone call that they have quick release issue, low battery alarm, battery out limit alarm and damage. The customer stated that there is crack and piece missing on battery compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer pump is going to be replaced due to pump damage.

Manufacturer narrative:
The insulin pump received with cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched display window, stained end cap sticker, and scratched reservoir tube window.